Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 21 mg/dl and 140 mg/dl. The customer experienced low blood glucose symptoms and treated with chocolate and oranges. Return of the suspect device was requested for evaluation.